Event description:
It was reported that the insulin pump had display anomaly. Customer's blood glucose was 125 mg/dl. No further information provided.

Manufacturer narrative:
All the buttons functioned properly and no fsd noted during testing. Insulin pump had cracked case underneath overlay, cracked overlay and minor scratched overlay.